Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. Device primed properly. Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button on the insulin pump were harder to push. Customer stated that the insulin pump had no delivery alarms. Customer stated that the insulin pump rewind more than once per reservoir change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.